Event description:
It was reported that the patient's pump battery life had decreased. There was no adverse impact to the customer¿s blood glucose level. The patient declined further troubleshooting, and no additional actions were noted.